Event description:
New information received notes that patient presented in clinic for initial implant procedure. Upon pre-implantation interrogation, it was found that the implantable cardioverter defibrillator was unable to be interrogated via bluetooth. The ICD was not implanted and an alternate near at hand was implanted instead of (B)(6) 2024. The patient was discharged home under stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry anomaly. Further information was requested but not provided.

Manufacturer narrative:
The reported event of communication anomaly could not be confirmed. The complete device was returned in one piece for analysis. Visual inspection, telemetry, impedance, sensing, pacing and high voltage output functions of the device were normal with no anomalies found.